Event description:
It was reported that the probe was unable to perform cut or coagulation then. No error message was displayed. Procedure was completed with a competitor backup device. No significant delay or patient injuries were reported.

Manufacturer narrative:
The device was returned for evaluation and intended for treatment. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows no electrode wear. The insulation on the shaft is in good condition. There were no manufacturing abnormalities found. During functional evaluation in the lab the returned device was activated in saline solution using a known good quantum ii controller. The ablate- and coagulation- function performed as intended. The wand did produce plasma as specified. The suction line was tested and is in good condition. The complaint was not verified as the reported issue could not duplicate and the device performed as intended. The root cause could not be determined with confidence as several factors could have contributed to the reported failure. Possible factors that could contribute to the reported event include: the rf controller may have been turned off following connection of the wand, source power may have been interrupted, disconnecting the wand from the controller after power has been turned on. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use provided with the device associated with set-up and use of the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.